Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty integrated circuit on the system board.

Event description:
Complainant alleged that during biomed testing, the device inappropriately displayed a "select 30 joule for test" message. Complainant indicated that there was no patient involvement in the reported malfunction.